Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient called the hotline and said his pump was alarming no disposable. Patient at this time powered his pump off. Instructed caller to power pump on and reviewed pump settings. Pump continues to alarm. Instructed patient to power pump off. Instructed caller the next steps would be to clamp tubing, tubing clamped. Instructed caller the next step would be to remove the cassette. He stated he needed to get someone to help him and called out for this person. This rn remained on the line and patient no longer answered to rn on phone. Reached out to elaine, rn and patient called back and is on the phone with her right now. The caller is the patient's partner who states the patient's pump was alarming and the screen read no disposable. Currently the pump is off. Medication is 5-fu. Res vol is 64.5 ml. The caller denies any air in the tubing. Instructed the patient to turn the pump off, close a clamp on the tubing and remove the cassette. Bubbles observed in the tubing that extends across the top of the cassette. Tubing massaged and cassette tapped lightly on a firm surface. Cassette reattached and pump started. The screen reads no disposable pump won't run. Above steps repeated a second time with the same results. Instructed the caller to turn the pump off, close the clamp closest to the port and per the special facility instructions, go to the clinic when they open. The caller verbalized an understanding. No patient injury was reported.